Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.00/+1.5/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to downsizing. The lens was replaced with a shorter lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Corrected data: b1: product problem. B5: the reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -08.00/+1.5/094 (sphere/cylinder/axis), during the same surgery due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to user error. H1: malfunction. Claim # (B)(4).